Event description:
It was observed that during the device evaluation, the device exhibited blurry image due to bad ccd (charged coupled device) and unit which failed the water leak test. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is blurry due to bad ccd (charged coupled device), unit failed the water leak test. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.